Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment, causing an infection. It was reported that the abutment is replaced with a longer one. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia in order to remove the excess skin and was treated with IV antibiotics during the surgery (specific date not reported). Subsequently, the patient was also treated with oral and topical antibiotics after the surgery (specific date and duration not reported).